Event description:
Patient reports that they were hospitalized. Durolane caused an infection on knee that required surgery. An infection that occurred due to medication. Developed painful swelling. Treated with cortisone, did not help. Progressively got worse. The doctor confirmed that the patient had a very serious infection. Patient had emergency surgery on knee on (B)(6) 2021. Patient then had a month of intravenous antibiotics. Still undergoing blood work to reassure the infection is gone. Event ongoing.